Manufacturer narrative:
Concomitant product: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving a dose of 619.56mcg/day at a concentration of 2000mcg/ml of gablofen via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that the patient had a refill on (B)(6) 2016 and the drug concentration was changed from 500mcg/ml to 2000mcg/ml. Hcp reports that the programming did not get updated to the new concentration of 2000mcg/ml and bridge bolus was not done. No symptoms are reported. It was determined that the patient is now getting 619.56mcg/day. Hcp is going to correct the programming and continue with the 619.56mcg/day dose due to the fact that the patient is doing well. Troubleshooting resolved the event. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.